Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initially this event was reported as a reportable malfunction. Upon further review it was determined that this event does not meet the criteria of a reportable complaint. 3004753838-2018-061186 was reported in error. Please disregard initial reporting of this event since this has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that the report was submitted in error. (B)(4) did not occur and therefore the criteria of a reportable complaint is not met as per the code of federal regulations.